Event description:
Bad dental implants less food; I now have no teeth-all were removed. I have 9 screws. I have constant pain. I use benzocaine, ibuprofen, and acetaminophen for relief. For many months all I could eat was ice cream and mashed potatoes leading to a 70 pound weight gain. Dental surgeon told me I had a bad attitude - nothing was wrong. My blender now creates a lot of smoothies. I don't know the brand. FDA safety report ID# (B)(4).